Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver ceased to function. No additional patient or event information is available. The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. The receiver charge and will boot was performed and the receiver passed. The receiver download was retrieved and the logs showed a "shutdown receiver" at receiver battery high levels on the incident date. Global receiver test was performed and the receiver failed the set time. The case was opened for inspection and troubleshooting and the battery control chip was damaged. The customer complaint of a receiver ceased to function was confirmed. The root cause was determined to be a defective battery and damaged battery control chip.